Manufacturer narrative:
Additional information is provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was requested and received that there was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming fluidics assembly was replaced to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The root cause of the reported infusion pump event is attributed to the nonconforming fluidics assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during a vitrectomy surgery in an ophthalmic system, fluid/air exchange suddenly turned out to be grey and the machine stopped. The system was rebooted and troubleshot thrice but did not resolve the issue. Switched to an older machine while patient was on the table, which had the same issue of fluid/air exchange to performance and delayed the procedure. Details related to patient harm was not reported. Additional information has been requested none received till date.

Manufacturer narrative:
Corrected information is provided in section v 5. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.